Event description:
Aiming arm jammed at the transition point to the implant. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The performed investigation based on manufacturer¿s and material documentation as well as a thorough performance check have shown that the present aiming arm attachment was produced in the year 2005 according to the specifications and functions perfectly. No faults could be ascertained. The investigation determined the complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.